Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The joystick is blank and is black. Dealer states the joysticks was blank, but the mother could still navigate for the daughter. She knew how to get to the tilt, recline and ect. For her.